Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}.

Event description:
No further information at the time of this report.

Event description:
It was reported that the thread of the shell inserter broke off into the cup. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk cup. G2: foreign: united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h3; h4; h6. Visual examination of the returned product identified the strike plate, handle body, and shaft show signs of previous use. Indentations, gouges, and scratches are noted to all areas. Threaded tip is fractured. Fractured piece(s) were not returned with the device. No other damage was noted. Device has an approximate field age of 11 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.